Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized. The patient mentioned that the hospital didn't give a diagnosis but believes it was diabetic ketoacidosis (dka). The patient's blood glucose levels reached 349 mg/dl while wearing the pod for an unknown amount of time. The patient stated that they feel horrible and was vomiting. The hospital gave a chart to deliver the insulin manually at home. It was also stated that the patient gave themselves 4 units of basal insulin as well as an adjustment but was not specific of which was adjusted. It was reported that the patient was trying to connect the pod but received an error message. The patient was released the following day. The pod was not worn when seeking medical attention.